Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. B59463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, menometrorrhagia, adenomyosis, cervicitis, appendectomy and c-section. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopy with lysis of adhesion & hysterectomy with assistance of da vinci robot, rt salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menometrorrhagia and menorrhagia outcome was unknown. The reporter considered menometrorrhagia and menorrhagia to be related to essure. The reporter commented: the right tubal ostia, cannulated it with the essure coil and released it with 4 coils. Left tubal ostia, cannulated it, placed the coil and released it with 1 coil extruding into the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. B59463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, menometrorrhagia, adenomyosis, cervicitis, appendectomy and c-section. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopy with lysis of adhesion & hysterectomy with assistance of da vinci robot,rt salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menometrorrhagia and menorrhagia outcome was unknown. The reporter considered menometrorrhagia and menorrhagia to be related to essure. The reporter commented: the right tubal ostia, cannulated it with the essure coil and released it with 4 coils. Left tubal ostia, cannulated it, placed the coil and released it with 1 coil extruding into the endometrial cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event menorrhagia was added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. B59463) inserted for female sterilisation. The patient's medical history included menorrhagia, menometrorrhagia, adenomyosis, cervicitis, appendectomy and c-section. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with the assistance of the da vinci robot, right salpingectomy). At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: the right tubal ostia, cannulated it with the essure coil and released it with 4 coils. Left tubal ostia, cannulated it, placed the coil and released it with 1 coil extruding into the endometrial cavity. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.